Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received for evaluation. During functional testing, occlusion and air in line were not reproduced. A review of event history revealed several downstream occlusion alarms as well as air in line alarms. Evaluation sent the device to flow lines for downstream occlusion testing and received passing results without any discrepancies. All of the device sensor calibrations were reviewed and all were within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of occlusion and air in line. This occurred during device power up in the medicine a department. There was no patient involvement. No additional information is available.